Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 35 mg/dl at the time of the event and reported a differences between sensor glucose and blood glucose levels. The customer received a calibration not accepted alert and change sensor alert. The customer was treated with sugar. The event involved products mmt-342g, mmt-441ag, mmt-7040a, mmt-1884. Troubleshooting was performed for difference between sensor glucose and blood glucose. The customer blood glucose was 35 mg/dl and sensor glucose value was 240 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 205 mg/dl and it was beyond 30% limit. Troubleshooting was performed for sensor alerts and the sensor was securely taped to skin and was still in place. Troubleshooting was partially performed for low blood glucose and later customer declined. The customer had used the insulin pump system within 48 hours of reported low blood glucose event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.